Manufacturer narrative:
The cortrak was evaluated and found to be functioning within specifications. There were no placements from the reported event on the returned cortrak unit. A final placement tracing was provided by the customer. The tracing shows a deviation to the patients left above the horizontal axis. Per the instructions for use this would indicate lung placement. The tracing would also indicate that the cortrak unit was started after the feeding tube was partially placed and/or that the receiver unit was not placed at the xiphoid process per the instructions for use. Lung placement is an inherent risk of all feeding tube placements, however tube placement is based on the clinician and patient not the tube or cortrak itself. The cortrak 2 operators manual contains the following warning: warning! The cortrak 2 enteral access system is only an aid for the placement of corpak medsystems feeding tubes. Clinical judgment should always be used if the path of the feeding tube appears to indicate tracheal intubation or obstruction of the gastrointestinal tract. The instructions provided with each cortrak 2 feeding tube state the following: note: for patients who cannot provide visual or physiological feedback to the clinician during tube placement (i.e. Unconscious, missing the gag reflex) additional confirmation techniques may be indicated prior to feeding. For facilities using cortrak as the method of tube tip confirmation: x-ray is recommended when the cortrak image is not displaying the expected path (figures 6, 7 and 8) as observed by a qualified clinician.

Event description:
A nasogastric feeding tube (ngt) was inadvertently placed into the lung of a patient resulting in a pneumothorax. Patient had terminal cancer; however, the clinician reported that the eminent death was accelerated by feed being inserted into the lung as a result of the ngt being placed in the lung. The clinician used a cortrak during the placement.